Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged hematoma is related to v.a.c. Therapy. Device labeling, available in print and online, states: with or without using v.a.c. Therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ infection, trauma, radiation, patients without adequate wound hemostasis, patients who have been administered anticoagulants or platelet aggregation inhibitors, patients who do not have adequate tissue coverage over vascular structures. If v.a.c. Therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c. Therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c. Therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c. Therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c. Therapy. : device not returned.

Event description:
On 25-mar-2016, kci received article, fisher, sebastian., wall, jennifer., pomahac , bohdan., riviello, robert., halvorson, eric g." Extra-large negative pressure wound therapy dressings for burns-initial experience with technique, fluid management, and outcomes." Elsevier.com. 2015 aug; 42 (2016) 457-465. Doi: 10.1016/j.burns.2015.08.034 reported that one patient developed a hematoma under the donor site dressing within the first 12 hours and had to undergo an evacuation. On (B)(6) 2016, the following information was reported to kci by the physician: the physician could not confirm if v.a.c. Therapy caused or contributed to the development of the hematoma. The article confirmed that the patient underwent an evacuation of the hematoma above 12 hours after the surgery. The unit's type or serial number was not provided, therefore, kci cannot conduct a device evaluation of the unit.

Manufacturer narrative:
Corrected date of event from (B)(6) 2012 to (B)(6) 2012. Based on the addition of the date of the event, kci's assessment remains the same; cannot be determined that the alleged hematoma is related to v.a.c.® therapy.